Manufacturer narrative:
Pump was received with cracked battery tube threads, cracked case along the side of the battery tube, battery cap contact detached from battery cap, faded serial number label, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of crack in the battery compartment. The customer stated that the transparent ring was loose and the metal piece in the battery cap was loose. The customer's blood glucose level was 10.1 mmol/l at the time of the incident. The product was returned for analysis.